Event description:
In 2006 the lay-user/reported contacted lifescan alleging that the pt's one touch basic meter was reading in the wrong unit of measurement setting. The pt has had the meter for a "couple of months." They have always had the meter set to "mmol" but have never understood the readings. She mentioned that he has gotten readings such as "6.9 mmol/l and "4.5 mmol/l." Sometime during the week of march 2006, the pt developed symptoms of being "dizzy" and "sleepy." The reporter did not know what readings were obtained by the pt on the day he had symptoms. Since the pt was not feeling well, he went to the urgent care center of a hosp and was treated for hyperglycemia. She did not specifically know what blood glucose readings were obtained by the hosp or what treatments he received. She stated that he was given a "diabetic pill" and an " IV" of unk contents. He stayed in the hosp for about 5 hours before discharged. The reporter stated that the pt takes the following medications: "glyburide 5mg/metformin 500 mg combination tablets," 1 pill 2x/day; "rosiglitazon 4 mg tablets," 1 tablet 2x/day; and "terazosin hcl 10mg tablets" for a urine issue. The reporter did not know if the pt took his medications on the day of the event. The meter, test strips, and control solution were replaced.